Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample (picture if chemo-contaminated), lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that when using the bd phaseal¿ injector luer lock n35, foreign matter was observed in the device as small white flakes with irregular edges. Found before use. No reports of serious injury or medical intervention noted. "We made some docetaxel yesterday and this is what transpired: when the drug was injected into the bag via the adaptor precipitate was seen ? Small white flakes with irregular edges (as per (B)(6)/unable to take a picture); bag wasted".